Event description:
General report received of an unspecified number of undocumented incidents of disconnection of the male luer of the plum set from the microclave male adapter plug. There were no reported adverse patient effects. Multiple unsuccessful attempts have been made to obtain additional information.